Manufacturer narrative:
(B)(4). Event date - approximately 4 years ago. Implant date - approximately 4 years ago. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that during an initial total hip arthroplasty approximately 4 years ago, the patient sustained an acetabular fracture. No additional information is available on the reported event.